Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced a hernia recurrence, abdominal pain, scarring, dense adhesions,and ileum densely adherent to the mesh resulting in fistula formation. Post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced hernia recurrence, abdominal pain, scarring, dense adhesions, small bowel fistula, incarcerated omentum, defective device, mental/physical pain, mental anguish, disfigurement, suffering, disability, impairment, loss of enjoyment of life, and ileum densely adherent to the mesh resulting in fistula formation. Post-operative patient treatment included revision surgery, extensive lysis of adhesions, small bowel resection/ileoileostomy, and explantation of mesh, hernia repair with implant of a biologic mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.